Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of heavy menstrual bleeding ('menorrhagia') and cervical dysplasia ('high grade lesion on the cervix / conisation high grade lesion on the cervix') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and hashimoto's disease. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), cervical dysplasia (seriousness criterion medically significant), adenomyosis ("adenomyosis"), dysmenorrhoea ("dysmenorrhea") and asthenia ("asthenia"). The patient was treated with surgery (total inter-ovarian hysterectomy by laparoscopy, salpingectomy and adnexectomy and had been concise in (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, cervical dysplasia, adenomyosis, dysmenorrhoea and asthenia outcome was unknown. The reporter provided no causality assessment for adenomyosis, asthenia, cervical dysplasia, dysmenorrhoea and heavy menstrual bleeding with essure. The reporter commented: essure poorly tolerated by the patient, and she desire to have a radical treatment such as total hysterectomy. The withdrawal was performed at the female patient's request. Main reason for removal: removal performed during the essure insertion procedure due to improper placement of the device. Method of removal: total inter-ovarian hysterectomy, left salpingectomy and right adnexectomy with partial removal of the prosthesis by laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of heavy menstrual bleeding ('menorrhagia') and cervical dysplasia ('high grade lesion on the cervix / conisation high grade lesion on the cervix') in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and hashimoto's disease. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), cervical dysplasia (seriousness criterion medically significant), adenomyosis ("adenomyosis"), dysmenorrhoea ("dysmenorrhea") and asthenia ("asthenia"). The patient was treated with surgery (total inter-ovarian hysterectomy by laparoscopy, salpingectomy and adnexectomy and had been conised in (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, cervical dysplasia, adenomyosis, dysmenorrhoea and asthenia outcome was unknown. The reporter provided no causality assessment for adenomyosis, asthenia, cervical dysplasia, dysmenorrhoea and heavy menstrual bleeding with essure. The reporter commented: essure poorly tolerated by the patient, and she desire to have a radical treatment such as total hysterectomy. The withdrawal was performed at the female patient's request. Main reason for removal: removal performed during the essure insertion procedure due to improper placement of the device. Method of removal: total inter-ovarian hysterectomy, left salpingectomy and right adnexectomy with partial removal of the prosthesis by laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 27-jan-2022: quality safety evaluation of ptc. We received a serial number in this case. A technical investigation was conducted, including a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of heavy menstrual bleeding ('menorrhagia') and cervical dysplasia ('high grade lesion on the cervix / conisation high grade lesion on the cervix') in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and hashimoto's disease. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), cervical dysplasia (seriousness criterion medically significant), adenomyosis ("adenomyosis"), dysmenorrhoea ("dysmenorrhea") and asthenia ("asthenia"). The patient was treated with surgery (total inter-ovarian hysterectomy by laparoscopy, salpingectomy and adnexectomy and had been conised in (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, cervical dysplasia, adenomyosis, dysmenorrhoea and asthenia outcome was unknown. The reporter provided no causality assessment for adenomyosis, asthenia, cervical dysplasia, dysmenorrhoea and heavy menstrual bleeding with essure. The reporter commented: essure poorly tolerated by the patient, and she desire to have a radical treatment such as total hysterectomy. The withdrawal was performed at the female patient's request. Main reason for removal: removal performed during the essure insertion procedure due to improper placement of the device. Method of removal: total inter-ovarian hysterectomy, left salpingectomy and right adnexectomy with partial removal of the prosthesis by laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-nov-2021: essure serial number (B)(6) and ha reference number (B)(4) were provided. We received a serial number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of heavy menstrual bleeding ('menorrhagia') and cervical dysplasia ('high grade lesion on the cervix / conisation high grade lesion on the cervix') in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and hashimoto's disease. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), cervical dysplasia (seriousness criterion medically significant), adenomyosis ("adenomyosis"), dysmenorrhoea ("dysmenorrhea") and asthenia ("asthenia"). The patient was treated with surgery (total inter-ovarian hysterectomy by laparoscopy, salpingectomy and adnexectomy and had been concise in (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, cervical dysplasia, adenomyosis, dysmenorrhoea and asthenia outcome was unknown. The reporter provided no causality assessment for adenomyosis, asthenia, cervical dysplasia, dysmenorrhoea and heavy menstrual bleeding with essure. The reporter commented: essure poorly tolerated by the patient, and she desire to have a radical treatment such as total hysterectomy. The withdrawal was performed at the female patient's request. Main reason for removal: removal performed during the essure insertion procedure due to improper placement of the device. Method of removal: total inter-ovarian hysterectomy, left salpingectomy and right adnexectomy with partial removal of the prosthesis by laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-nov-2021: quality safety evaluation of ptc. We received a serial number in this case. A technical investigation was conducted, including a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of heavy menstrual bleeding ('menorrhagia') and cervical dysplasia ('high grade lesion on the cervix /conisation high grade lesion on the cervix') in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and hashimoto's disease. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), cervical dysplasia (seriousness criterion medically significant), adenomyosis ("adenomyosis"), dysmenorrhoea ("dysmenorrhea") and asthenia ("asthenia"). The patient was treated with surgery (total inter-ovarian hysterectomy by laparoscopy, salpingectomy and adnexectomy and had been conised in (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, cervical dysplasia, adenomyosis, dysmenorrhoea and asthenia outcome was unknown. The reporter provided no causality assessment for adenomyosis, asthenia, cervical dysplasia, dysmenorrhoea and heavy menstrual bleeding with essure. The reporter commented: essure poorly tolerated by the patient, and she desire to have a radical treatment such as total hysterectomy. The withdrawal was performed at the female patient's request. Main reason for removal: removal performed during the essure insertion procedure due to improper placement of the device. Method of removal: total inter-ovarian hysterectomy, left salpingectomy and right adnexectomy with partial removal of the prosthesis by laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.